Event description:
Heartware left ventricular assist device (lvad) presents with anemia (6.9) and melena in the setting of coumadin (international normalized ratio (inr) 1.8) and aspirin 325 mg requiring hospitalization. Three units of blood were transfused. Endoscopic evaluation included an egd and colonoscopy which failed to identify the bleeding source. Heparin bridge was completed prior to discharge and aspirin was resumed.